Event description:
A surgeon reports, that following bilateral intraocular lens (iol) implant surgery, a patient reported blurry intermediate and distant vision. Following a yag laser procedure, the patient noticed a slight improvement. There are two manufacturer's device reports associated with this event.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 01/23/2008 and 01/25/2008 by mail, fax and phone. Patient records were received 01/23/2008. This report was mailed to FDA on: 02/15/2008.